Manufacturer narrative:
Batch review performed on 16 april 2019: lot 179246: (B)(4) items manufactured and released on 16-apr-2018. Expiration date: 2023-04-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient developed a calcar fracture 5 days after primary surgery, it was not picked up at the time of initial surgery. On (B)(6) stem had subsided and ultimately dislocated, the surgeon opened up and removed the stem, he cabled calcar and broached 1 size higher.